Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device, which resolved the issue with no recurrence of the malfunction. The customer was informed to contact support if the malfunction reappears and confirmed understanding of these instructions.